Event description:
Caller reported a malfunction event, identified as malf 12, with their tandem pump, and indicated that this issue had occurred at least three times prior. There was no information provided regarding any adverse impact on the customer's blood glucose levels. Technical support decided to replace the pump and confirmed a backup therapy using multiple daily injections (mdi) to ensure continued insulin delivery. Caller was instructed to deplete the pump's battery before returning it via a prepaid label within ten days, as the pump was under warranty.